Event description:
During an ablation procedure, after insertion into the patient, the catheter appearance looked wrong on fluoroscopy. The catheter was removed and was noted to be fractured at the distal end between the curve and the shaft. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f, quadripolar, jsn, supreme ep catheter was received for evaluation. The shaft of the catheter shaft was noted to be fracture at the gray/black shaft bond joint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.